Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial port. It was also indicated that the main printed circuit board (pcb) was broken and that an encoder knob was difficult to turn. It was also indicated that the encoder flex assembly was out of specification mechanically. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial port was pushed into the unit. The epg was returned for service and field advisory. There was no patient involvement.